Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A d224trk implantable cardioverter defibrillator (ICD): implanted: (B)(6) 2012. A 694965 implantable tachy lead: implanted: (B)(6) 2007. A 419488 implantable pacing lead: implanted: (B)(6) 2007.

Event description:
It was reported the patient had a pocket infection due to (B)(6) with possible lead vegetation. The "full system" was removed. There were no device or lead performance issues. Per the physician's medical report the patient also experienced sepsis and endocarditis; transesophageal echogram "demonstrate[d]" "possible aortic valve vegetation and a probable mitral valve vegetation," three-plus mitral regurgitation and two-plus aortic insufficiency; pus was coming from the device site. Additional information indicates the patient had "possible pneumonia." The patient's medical history is significant for chronic dyspnea on exertion, ventricular tachycardia, non-ischemic cardiomyopathy, congestive heart failure, rheumatoid arthritis, chronic atrial fibrillation, and chronic renal insufficiency. The physician noted "a very high suspicion that [the patient's] pacemaker site it is partly if not fully responsible for [the patient's] most recent course." The explanted system was not returned to the manufacturer; its disposition is unknown. No further patient complications were reported as a result of this event.